Manufacturer narrative:
Pending return of device for analysis and review of device history record. (B)(4).

Event description:
Sales representative contacted technical solutions to report a prometra ii 20 ml pump that would not communicate with multiple programmers. Sales representative reported that the physician was able to physically refill the pump, but could not inquire with their programmer. Representative also reported that they attempted to inquire with their programmer and was unable to hear an audible tone while placing the programmer over the pump area. Representative also reported that they were able to feel the elevated septum, indicating that the pump was not flipped. Both programmers used for communication attempts were version 2.01.6, and that the aa batteries had been recently replaced. Representative also stated that an underinfusion volume discrepancy was observed with the expected volume being between 1 and 3ml and the returned volume being 13ml. The patient reported that they felt ill a few weeks ago and that they were in the hospital for 4 days (dates unknown) with withdrawal symptoms. Sales representative stated that the last inquiry of the pump came from several week prior to these issues. In this inquiry, there were no pump errors and the battery read as "ok." A cap study was performed which was successful and csf was obtained. The pump was later explanted and replaced.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming an issue. Visual inspection of the exterior of the pump did not show any anomalies. An attempt to inquire the pump failed. No tone was heard during the inquiry, confirming the issue in the complaint. The pump was decontaminated a second time and the suture ring and cap were removed. The top cover was machined off to inspect the interior components. No visual anomalies were observed with the interior components. A testing of the battery's voltage confirmed it only 0.56 v. This is less than the voltage necessary to power and run the module. This would cause the pump to be unresponsive when inquired. Engineering was unable to determine the root cause for the loss of battery power. Internal complaint number: (B)(4).